Event description:
It was reported that the customer's sensor readings were not consistent. His sensor glucose reading was 115 mg/dl but his blood glucose level was 48 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. The customer was receiving messages from the meter saying he was using the wrong test strips. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.